Event description:
Patient was implanted with locking reconstruction plate on an unknown date. Reportedly the plate broke on an unspecified date. Patient was returned to the operating room on (B)(6) 2013, for removal of hardware. The surgeon removed the hardware and patient was revised with new plate and screw construct. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot 6453108 revealed the locking reconstruction plate was manufactured by magnum manufacturing center. Po 1182868, for 52 parts, was inspected to the synthes incoming final inspection sheet number 449fi632 revision l on 10/20/2010. The product conformed to all requirements. The certificate of compliance is dated 10/11/2010. Fifty-two parts were released to the warehouse on 10/21/2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development evaluation: the duration of time that the plate was implanted until breakage is unknown. The extent of the original mandible reconstruction and whether a bone graft was utilized is not known but the unused screw hole would suggest that a bone graft was not used prior to the noted breakage. According to locking reconstruction plate technique guide (j2959-e), a bone graft is required to be implanted when a mandible resection is performed as stated on page 5. Plate fracture is possible when a plate bears the entire functional load for an extended period. Implantation of bone graft, immediately or at a later date, is necessary to support the construct. The extent that the patients co-morbidities contributed to this complaint is not known. In addition the dietary restrictions of the patient are unknown so identifying the bite forces applied to the plate is not possible. The cause of the noted plate breakage is unclear. The design and clinical risk assessment for the 2.4mm locking reconstruction plates (449.632 & 449.633) (m96-007, signed 11/28/12) does adequately address the hazard of post-operative plate breakage with a severity of harm of 4 (major) and the highest approved mitigated rate of occurrence of 3 (occasional) resulting in a severe risk. From synthes USA to synthes (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device is broken in half; small nicks are present around the holes as well as scratches all over the surface. The locking reconstruction plate, was manufactured by magnum tool. The material and thickness of the plate was determined to be within specification. Due to the part being broken, the length could not be measured.